Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed difficulties to complete threshold tests due to fusion beats and noise. An office evaluation was recommended for this system. According to the field representative the patient was seen, and it was determined that the lv lead had shifted from the original implant position. The lv lead showed loss of capture (loc) but no over sensing. Pacing configuration and device pacing parameters were adjusted accordingly. Both lv and crt-d remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a left ventricular (lv) lead and a cardiac resynchronization therapy defibrillator (crt-d) showed difficulties to complete threshold tests due to fusion beats and noise over sensing. An office evaluation was recommended for this system of lv and crt-d that remain in service. No adverse patient effects were reported.